Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2019-12889. It was reported that the patient presented post procedure with high impedance and noise on the right ventricular lead. The lead was cleaned and replaced in the header. The patient was recovering.